Manufacturer narrative:
Investigation is ongoing. Eval: accidental ignition and fire in oxygen valve.

Event description:
This is a spontaneous medical incident report from a maintenance engineer at a hosp in brazil concerning a (B)(6) male porter at the hosp. On (B)(6) 2011 when the porter tried to open the combilite type (B)(4) cylinder valve (gce combilite I viprs, 5 micron filter, liv for oxygen) of an oxygen cylinder used for transportation a fire started and burnt his hand. The porter had 1st and 2nd degree burns and was assisted in the hosp where he works and was sent home for 5 working days. Treatment given for the burns were aseptic and dressing with silver sulfadiazine. Thereafter he was recovered and is back to work in the same activities as before the incident. Add'l info is expected.